Manufacturer narrative:
Date sent: 03/13/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, when the surgeon was doing the side to side anastomosis at the open part of the procedure, the device was fired but the staples did not form properly. They were straight and not curled over to make 'b' at all. This caused gaps in the staple line and bleeding. The surgeon cut off the anastomosis and re-did it with a different device and larger staples because it was possible that the tissue was too thick despite waiting 15 seconds. There was no adverse consequence for the pt. There was indication that there was thickness of bowel due to crohn's disease.